Event description:
It was reported that during a follow up, externalized conductors were noted under fluoroscopy. No electrical anomalies were found. Patient condition was good and will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.